Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. Attempts to deploy the stent and inflate the balloon were unsuccessful. Upon withdrawal of the sds, the stent became dislosged from the balloon catheter and embolized in the mid right coronary artery. The physician compressed the stent against the vessel wall. Good timi flow was observed after ptca and reopro infusion was started. There were no clinical sequeale reported relative to this event.